Manufacturer narrative:
A product investigation was performed: the complaint condition for the 310.221 lot number 421446 2.0mm cannulated drill bit was likely caused by contact with the guide wire during use; however, this complaint is not likely a result of any design related deficiency. The device was returned and reported to have broken intraoperatively. This condition is confirmed; the distal end of the drill bit has fractured in several locations with several small fragments being returned. It is likely that the drill bit collided with the guide wire under power during surgery leading to the fracture pattern and this complaint condition. The device was manufactured in 1/2009 and is over six years old. The balance of the returned device is in fair condition showing some wear. Product drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. DHR review - manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 29.jan.2009. Expiry date: -. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was undergoing a humeral diaphyseal fracture procedure on (B)(6) 2015. During drilling for fixation of the small bone fragment with narrow plate, the drill bit broke. According to the surgeon, the device broke soon after the drilling started. No additional information is available for reporting. This report is 1 of 1 for (B)(4).